Manufacturer narrative:
The motor device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the cable/cord/wiring was damaged. It was noted that there was liquid damage, motor control, hose is damaged, the machine was getting hot, and the housing was damaged. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, motor thermistor assessment, air pump assessment, handpiece temperature assessment, and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(4) that during an unspecified surgical procedure, it was observed that the motor device ¿pipe¿ was broken before use on patient. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.